Event description:
It was reported that the patient was "much stiffer" and that after increasing the patient's dose, the patient was still spastic. A dye study was performed, and it was noted that the physician had difficulty aspirating the catheter access port (cap). The physician stated that he "might have gotten back a couple tenths of units" when he had aspirated from the side port (prior to injecting the dye). The physician noted that at first he could not push the dye through and that there was "a lot of resistance." After repositioning the patient he was able to push the dye through. A priming bolus was performed, and the calculations were later confirmed to be correct. At that time, it was suspected that the catheter had been kinked and unkinked by the patient's repositioning. The physician stated that he "did not see any breaks, did not see any extrusion, but did see the dye coming out of the distal end of the catheter." About an hour after the procedure, the patient was noted to have "felt awful, weak, floppy, and nauseated," and he could not lift up his head. The physician suspected that the patient had experienced an overdose and received a bolus of medication during the dye study. A few days later, it was reported that the patient's pump was empty. The expected residual volume was 11.7ml. The patient experienced "major withdrawal symptoms" and shaking. It was unclear why the pump was empty. It was noted that the patient's catheter had been replaced. About two weeks later, it was reported that the catheter had been blocked/occluded. Residual baclofen in the catheter resulted in the patient's overdose symptoms. The patient was noted to have been hospitalized due to the event, and the severity was noted as a serious, life-threatening injury/illness. The patient was noted to have recovered without sequelae. The medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).